Manufacturer narrative:
This is one of two medical device reports associated with the event. Refer to initial medwatch with MFR 1220648-2023-02603 for the impella 5.5 serial number (B)(6). Data analysis: on 16-apr-2023, automated impella controller (console) with serial number (B)(6) had multiple instances of purge disc not detected. The console was then not used again until 6-jul-2023 where the purge disc was initially able to detect the purge disc before the purge disc was unable to be detected again on 8-jul-2023. There was no evidence in the logs of a "controller failure". Most likely, the complainant was trying to say the impella was not functional. Device analysis: console (B)(6) was confirmed to have a missing purge flag allowing the purge disc not detected failure mode seen in the field to be reproduced. Root cause: the cause of the issue was a missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported during impella 5.5 support the nurse was performing a cassette change and received an alarm stating "automated impella controller (aic) will not detect the purge disc". It was also reported during a phone conversation with the patient's nurse that the "impella stopped working", and the nurse thought there was a controller failure. As a result of the issues, the device was swapped with another aic. There was no reported patient harm for the aic issues. Simultaneously, the patient had an axillary hematoma, at the access site of the impella 5.5 pump delivery. Patient was also complaining of tingling in their fingers resulting in a wash out of site. The patient remained on impella 5.5 support until successfully weaned for a heart transplant.